Event description:
Related manufacturer reference number: 2017865-2023-94782 it was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker had failed to connect the lead and the right ventricular (rv) lead exhibited high impedance measurements. Both pacemaker and rv lead were removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event high lead impedance was not confirmed. A complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.